Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when performing a deflection test, the leadless pacemaker dislodged from its initial location while remaining attached to the myocardium tissue. The dislodgement was confirmed via x-ray imaging. The device was then retrieved, and a new leadless pacemaker was implanted successfully. The patient condition was stable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker failed the deflection test to confirm helix attachment and shifted from the initial location 1.5 cm while remaining attached to the myocardium tissue. The shift was confirmed via x-ray imaging. The device was then retrieved, and a new leadless pacemaker was implanted successfully. The patient condition was stable.